Manufacturer narrative:
Customer reports some sticking rotors from lot 20160013 and 20160010.

Event description:
Customer has reported receiving some wall mounted sharps containers from two lots on which the rotor does not self close. Rotor is biased in closed position with a rubber band, but the rotor is binding/scraping on the lid. It can be closed manually to drop the syringe.